Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sterile water leaked from the foley catheter shaft during the pretest. No balloon rupture or tear was observed on the foley catheter.

Event description:
It was reported that the sterile water leaked from the foley catheter shaft during the pretest. No balloon rupture or tear was observed on the foley catheter.

Manufacturer narrative:
The reported event was confirmed manufacturing related. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), two-way foley catheter with cut portion of inlet tubing. Visual inspection of the sample noted attempted to inflate balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen at bifurcation and created lumen to lumen leak. Photo sample was returned and could not be evaluated for the reported failure. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A potential root cause for this failure could be lumen compromised by a puncture or cut. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.